Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kucn, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had pus in the pocket when their health care provider (hcp) went to do the stage 2 and implant the battery. Pus was noticed so the hcp decided to remove the lead due to infection. It was noted that there was no alleged product issue and the action required as a result of the event was explant. The infection took place during stage 1 and explanted lead would not be returned as it was discarded. It was stated that the lead would be replaced in the future. The patient was alive with no injury and there were no patient symptoms or complications associated with the event.

Event description:
Additional information received reported that at this time the manufacturer representative did not know if the infection had resolved. The patient had not been scheduled for implant and they didn¿t know how the patient was doing.